Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.2b medical device type: one additional code applies; jka.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the customer noticed the blood was flowing slowly into the tube, then began backflowing into the vein, and when the needle was retracted, the blood leaked all over the patient and the bed. Recollection was performed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows a device with blood leakage in the rear sample. Additionally, 30 retained samples underwent functional tests to assess the device's functionality. All retained samples passed the tests, exhibiting no signs of damage, leakage, or insufficient blood flow during use. Furthermore, all 30 retained samples were tested for proper activation and passed, with no evidence of leakage or retraction defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: insufficient blood flow and leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the customer noticed the blood was flowing slowly into the tube, then began backflowing into the vein, and when the needle was retracted, the blood leaked all over the patient and the bed. Recollection was performed.